Manufacturer narrative:
(B)(4) - carefusion received a complaint from cardinal health (B)(4) that indicated a facility was utilizing an incorrect IFU (instruction for use) when cleaning/processing carefusion devices (89-6110). The correct IFU was provided with the devices at the time of purchase. One of the three devices was returned to carefusion for repair/maintenance. (Note that the repair/maintenance is not related to this complaint). The device was evaluated and did not show signs of being modified or altered. The device was visually examined and was determined to require repair. The device was sent to carefusion's in-house repair department for inspection and repair. The customer stated that they inadvertently cleaned the devices using the incorrect IFU. This resulted in incorrect cleaning/processing of the devices, which could create a harmful situation for the patient due to potential blood borne pathogen exposure. The facility is in the process of testing (B)(4) patients for exposure and any subsequent disease manifestation.

Event description:
The complaint is being opened for reportability purposes only. Please reference the master complaint (B)(4) for all pertinent info. An email was received from cardinal health (B)(4) 31jul2014. It stated "there was an issue with how the instruments were reprocessed. They weren't following the original IFU that was available when they bought the instruments in 2012. They have found out when there was some debris coming out of the handle. As a precaution, they have recalled all (B)(4) patients that the instruments were used on so they can be tested for hepatitis. None so far were positive. I've sent the new IFU (cf36-1828b_26-2904-c) and they reviewed their procedures. They also had their instruments inspected and repaired by snowden-pencer (see documents)". There was no patient injury. The procedure was a bariatric surgery: additional info received from the customer 05aug2014. It was reported that the exact date of the incident in 2012 was unk. It was january 2014 that the facility figured out they were not cleaning the instrument correctly per the IFU. Additional info received from the customer 05aug2014. The lot #'s for two of the retractors was c12r2. The third is unk but is in transit to our manufacturing facility: additional info received from the customer 12aug2014. It was reported that the facility used the retractors on (B)(4) people through the years. There are no positive results so far from the testing being conducted. The facility still has not reached (B)(4) of the patients.